Manufacturer narrative:
Evaluated 1 open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded and hard to remove, unable to remove.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was leak at the mouth of reservoir. The customer¿s blood glucose level was 130 mg/dl. Troubleshooting performed. The device will be returned for analysis.